Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that during testing, it was observed that the motor device had a hole near the muffler. During in-house engineering evaluation, it was determined that the device hose was damaged (excluding rupture), was loose, was leaking a liquid and was worn. The device also failed pretests for visual assessment, hose verification, loctite verification and oil leak assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.